Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: a sample was not returned for evaluation; the customer indicated that the device was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that the plunger of a preloaded intraocular lens (iol) went over the iol when advancing during a cataract removal with intraocular lens (iol) implant procedure on a patient's left eye, resulting in central scratches on the iol. The iol was subsequently removed through the enlarged incision during the same procedure and replaced with another iol. Sutures were not needed to close the wound. There was no further patient impact reported.